Event description:
The patient reported that he was one vial that he was unable to use. The patient stated that when he went to push the air out of syringe before injecting it and a white drop/ particle came out and he didn't feel comfortable using it based on what the trainer told him. The patient stated that he followed all the mixing directions he was given. Additional information received on 16 mar 2026 - reporter confirmed issue as received. He thoroughly examined the reconstituted vial and did not observe and particles or undissolved product. While expelling air he noticed the white drop come out, the next was as expected but he did not use. There are no photos or sample available as he was not expecting this, was not prepared. He did not miss a dose, as he used another vial. He does need a replacement.

Manufacturer narrative:
Investigation in pending from the contract manufacturing organization.